Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The right ventricular (rv) lead exhibited oversensing, undersensing, short ventricular to ventricular intervals and loss of capture. The leads remain in use. No patient complications have been reported as a result of this event.